Manufacturer narrative:
Date of event has been estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:3006705815-2019- 03303. It was reported during the patient's scs trial system implant procedure; the physician was unable to implant the scs trial leads due to patient anatomy. The procedure was abandoned, and devices were not implanted. No adverse patient consequences occurred.